Manufacturer narrative:
Next tentative date of removal is (B)(6) 2026. Follow up will be done after the date provided to confirm if the sensor was able to be removed.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025. The sensor's site is the right upper arm. Sensor wasn't palpable before the incision. Transmitter and magnet wasn't used to localize the sensor.